Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the right ventricular and the left ventricular leads were not used due to patient anatomy. There was also noted that the coronary sinus had "false lumen." The leads were returned to the manufacturer and tested out of specification. No patient complications were reported as a result of this event.